Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2017. A trial lead was implanted and the physician was not satisfied with the placement of the lead. The physician attempted to explant the lead and it was determined the entire section of the lead containing the electrodes remained implanted in the patient and would need to be removed surgically at a later date. The remaining part of the lead that was explanted was extremely frayed. Surgical intervention may be pending to address this issue. Device information unknown, concomitant device information is unknown,

Event description:
Follow up information identified device information has been added to the record.